Event description:
Spontaneous call received from field nurse (B)(6)" reporting cadd ms3 pump sn (B)(4) will not hold programming. (B)(6) was able to program other pump patient has but this pump will not hold programming when attempting to load syringe. Patient has not started infusion yet currently still in teaching." Did the reported product occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by: health professional.